Manufacturer narrative:
The device was returned to olympus for evaluation and then moved on to a full investigation. A thorough inspection of the device was performed. The results of the inspection and subsequent evaluation were as follows; although the stated complaint of error code (b30) was not reproduced, the unit did fail inspection/test due to loose connection with scope causing image issue. This is similar to the stated error code. It was determined that the socket needed to be replaced. A thorough investigation of the device was performed. The results of the investigation and it's conclusions were as follows: the root cause could not be identified. The following causes are inferred from the investigation results. The lock function of the scope connector has become loose due to improper handling, or foreign matter such as dust or chemical residue remains on the electrical contacts of the scope connector. It is presumed that the communication with the scope failed due to the fact that it was used in the attached state, and an error was notified. More than 6 years have passed since the equipment was manufactured. It is presumed that the cause is aged deterioration due to repeated use for a long period of time, or an attempt to pull out the video connector without lowering the unlock lever. A review of the instruction for use confirms there are adequate instruction for the user to confirm a good connection with the device. A device history record review was performed and it was confirmed that there were no manufacturing nonconformance's which would contribute to the reported event. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported by the customer that an error code (b30) displayed on the device. This resulted in an intermittent image issue. The customer tried multiple scopes which resulted in the same issue occurring. Finally the customer replaced cv-190 unit and the issue resolved itself. A subsequent update to the complaint was documented indicating that the patient or other persons were not affected by this event.